Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was not reading the remaining insulin correctly. The reporter indicated that the pump did not give an alarm for a low cartridge and the pump indicated 100 units in the cartridge but the cartridge was empty. This report is made based on the allegation that the pump indicated more insulin than actually remaining effecting the cartridge alarm.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the piston rod was found to be out of place on the pump blocking the cartridge from being able to be loaded properly. The piston cap was replaced on the piston and the cartridge was loaded; the load step stopped correctly at 100 units. The pump was primed until 20 units remained and the pump alarmed for a low cartridge. The cartridge was removed and the cartridge was visually confirmed to have 20 units remaining.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.